Event description:
Patient underwent uncomplicated cataract surgery with implantation of a bausch & lomb mx60e acrylic iol. Sn: (B)(4). Approximately 5 months later patient was noted to have posterior opacification of the iol which appears to look like etchings on the back of the optic. Only solution to fix this issue is additional surgery, iol exchange. This brand of iol was noted to have this issue previously when b&l transitioned from the mx60 to the mx60e and it was thought to be a manufacturing problem. I was led to believe this issue had been resolved prior to use of the mx60e lenses. Overall, these are excellent lenses but b&l must address their manufacturing process so that surgeons can be assured that the optics have zero opacification issues. FDA safety report ID# (B)(4).